Event description:
It was reported that the handpiece began overheating prior to the start of an oral surgery. The procedure was completed with another device. There was no patient involvement and no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device overheating during usage could not be duplicated. Service replaced bearings and other components, and did a clean, lube, and adjust to the device. The handpiece was returned to the customer.